Event description:
It was reported that the patient heard alert tones and presented to the hospital. The right ventricular (rv) lead had high rv coil impedance, high svc coil impedance, oversensing, and noise. The rv lead was evaluated after being disconnected from the device and findings were indicative of an isolated fracture of the rv coil. During the revision procedure, a difficult binding site was encountered and the outer insulation began to tear. The physician also noticed insulation degradation below the suture sleeve. It was further noted that the patient fell approximately three weeks prior and may have contacted the implant system. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4), crt-d, implanted: (B)(6) 2015. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo.